Manufacturer narrative:
Refer to the annex d code for updated information.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the fenestrated bipolar forceps had physical damage. There was no reported injury. No fragment fell into patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end at the bipolar yaw pulley. There was no material missing and no thermal damage was observed. Electrical continuity was tested and passed. Additionally, the instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. The scratch marks/abrasion found on the yaw pulley were aligned with the insulation damage on the conductor wire. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.